Manufacturer narrative:
Correction: product problem, there is no allegation of serious injury. Correction: should be blank, hospitalization was not related to event. Correction: changed from initial report of serious injury to malfunction. Correction: (B)(4).

Event description:
New information noted that the patient was admitted to the hospital due to chest pain caused by pneumonia that was unrelated to the implant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was readmitted to the hospital due to chest pain on (B)(6) 2018. The patient had recently had an implant procedure on (B)(6) 2018. Upon interrogation of the device, a slight rise in right ventricular lead threshold from 0.5v to 1.5v and a slight impedance change from 460 to 310 ohms. The lead was stable. No intervention was performed and the patient was discharged.